Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of high blood glucose readings and no delivery alarm on the insulin pump. The customer's blood glucose reading was 533 mg/dl. The customer stated that the no delivery alarm happened twice today, and three times yesterday and twice on tuesday. The customer stated the alarm was resolved by a complete set change. The customer did not want to return the reservoir and set for analysis. The customer was advised to call back when the alarm occurs to troubleshoot.